Event description:
The customer reported that the device received error code: 133.6080. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 06sep2019 to the present date 14dec2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that the device received error code: 133.6080. There was no patient involvement.